Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 16 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 10 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. Evaluation results: 5 devices were found to be affected by corrosions. 1 device was found to be affected by a damaged safety flange.

Event description:
This report summarizes 16 malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Event description:
This report summarizes 16 malfunction events in which the device had run-on. - 16 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 16 previously reported events are included in this follow-up record. Product return status 16 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 16 device investigation types have not yet been determined. 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact.